Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted a cartridge change on the ilet while reusing existing tubing, experienced an ¿unable to proceed¿ alert during fill tubing, and found the cartridge empty, consistent with a leak during the fill process; the user then filled a new cartridge with insulin from a pen, completed rewind and fill until drops were observed, reconnected to the infusion set (inset 23" 6 mm), and insulin delivery resumed. Symptoms included hyperglycemia with a reported peak glucose of 220 mg/dl lasting about one hour. Outcomes included no medical intervention, no assistance from others, no ketone testing, and no device alerts for prolonged severe hyperglycemia. Investigation included troubleshooting and user education to change all supplies at the next insulin refill. Investigation of this case revealed that the event was consistent with insulin leakage during cartridge fill with reused tubing, with no ilet alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.